Event description:
Pt arrived to the hosp in cardiopulmonary arrest. Pt noted to have a pacer cardioverter defibrillator implanted. The pt had a episode of v-tach and the internal defib discharged. At the time the defib discharged the pt's back arched. The rn was also starting an IV at the same time. Concurrently with the internal defib discharging the nurse felt something shoot through her fingers and up her arm and found herself sitting on the floor. Following the event the v-tach continued and the pt required external defibrillation. The pt's condition improved and then deteriorated and pt expired despite acls measures. The pt was transported to the coroner. The nurse was treated in the ER for complaints of lightheadedness and paresthesia to the fingers which subsided quickly. It should be noted that the nurse was inserting a 20 guage IV catheter at the time and was holding the pt's arm; the hand that received the shock was the one inserting the catheter. She is unsure if she was touching the metal stylet at the time. The nurse was not wearing gloves at the time. Literature reviewed identifies that healthcare workers may feel a slight shock sensation when working with pts who have automatic internal cardioverter defibrillators, however the nurse in this case had more elaborate symptoms. It could not be determined if the internal defibrillator malfunctioned however the severity of the shock to the nurse prompted this report.